Manufacturer narrative:
Continuation of d11: product ID 8780 serial# (B)(6) product type catheter product ID 8784 serial# (B)(6). Product type catheter product ID 8784 serial# (B)(6), product type catheter product ID 8785 lot# (B)(6), product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported that, on 8/7/2019, the hcp had a pump implant at the university of vermont medical. Spinal portion of 8780 (B)(6) was put in with good csf backflow even after tunneling to where the pump would be placed (right side of patient). The pump segment was then placed on the spinal segment through the collet which was unable to synch and snap into place. They tried for roughly 5 minutes to synch it with different techniques but it was still unable to synch. The rep then opened a 8784 kit (B)(6), upon trying to attach the spinal segment from 8780(which was patent) with the pump segment and collet from the new kit we fell upon the same issue with the collet. This collet would not synch/snap in from either side. Once again they tried to even put the two ends of the catheter in the collet and tried to synch and hook up to the pump to aspirate through the cap to see if they had any backflow because the collets seemed like they were holding the cath on both ends after a tug on each end. There was nocap csf backflow. The physician wanted to cut the collet and use another collet to see if that was the reason they weren¿t getting backflow if it really didn¿t snap/synch the way it typically does. The rep then opened a 8785 revision kit (B)(6) and upon opening they found that the collet was missing one of its end pieces. Still because the issue had not been solved, they continued to open another 8784 (B)(6) because at that point if it was the pump segment of the catheter causing this issue, they would have another on hand. Once again this happened with the collet where the hcp was unable to synch the collet together. After multiple tries, they attempted once again connecting to the pump to see if they got any csf backflow but still got nothing. The rep then suggested that they could do a dye study to see if the catheter would be injectable. They then proceeded to agree that the collet did not click in. It was suggested the physician cut the pump segment at the distal end of the collet to rule out any issues with the collet connection. They did and they instantly got csf ruling out that it was an issue with the collet. The main issue at this point was the pump segment of the cath and not the collet on this kit. The rep ran out of kits and had to open a 8782 (B)(6) this was opened to strictly use the collet from it. The hcp wanted to connect the spinal segment and the pump segment so that they could then inject to see if the catheter was injectable. Upon doing so, they were able to inject through the cap port. The rep called tech services and they agreed that if it was injectable the catheter should be patent. X-rays were taken to make sure the catheter did not move. There are no signs or symptoms from the patient at all. There are no factors that would or could have led to this issue. It was noted the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: unknown, product type: catheter. Product ID: 8784, serial#: unknown, product type: catheter. Product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Product ID: 8785, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown; product ID: 8784, serial/lot #: unknown; product ID: neu_unknown_cath, serial/lot #: unknown; product ID: 8785, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding an unspecified patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that difficultly/inability to connect the catheter to the pin connector/collet had occurred. The company representative was in the surgery and the surgeon was trying to attach the spinal portion of the catheter to the pump segment of a model 8780 catheter component, and the collet was not snapping in the way it was supposed to. They then opened a model 8784 catheter and the same thing happened. The surgeon was getting cerebrospinal flow back in the spinal portion, but once they hooked up the catheter, they were getting no csf back. After opening 5 different kits, they finally got a collet that worked. They opened a model 8785 for just a collet, and it was completely broken in half. It was further noted that the surgeon could not draw any csf back, but was able to inject through the catheter access port with a little resistance. They were able to inject a couple cc¿s now. They were questioning if the catheter could be considered patent at this point. It was being considered that the system should be patent if the hcp was able to inject fluid through the cap assuming that everything was connected appropriately. It was noted that they had resolved the issue this time because they kept opening kits until the collet worked in one of them. No patient symptom was reported. No further patient complications have been reported as a result of this event.